Event description:
During routine testing, the user noted that the unit displayed "lead fault" and would not pace. There was no pt harm involved. The unit was tested and found to be functioning normally. The pt cable was tested and found to have a broken lead wire. The event is not occurring more frequently or with greater severity than is usual for the device.